Event description:
It was reported that in the ICU, the 21 ga introducer needle got stuck on the 33 cm swg, when trying to remove it. The swg and introducer needle were removed together. As a result, they used a separate arrow mst kit to gain access. There was no delay in treatment. No complications or death occurred to the patient. This event was originally reviewed and found to be not reportable. However, upon receipt and review of the sample, the event was found to be the result of a product malfunction and is therefore reportable.

Manufacturer narrative:
(B)(4).